Event description:
It was reported that the procedure was to treat a perforation left anterior descending (lad) with mild calcification and mild tortuosity, 90% stenosed. The 2.8x16mm graftmaster covered stent delivery was attempted to advanced to the target lesion; however, the graftmaster failed to cross due to the anatomy. Therefore, another graftmaster was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received and analysis of the returned device, the investigation determined that the reported failure to advance appears to be related to circumstances of the procedure, as it is likely the device interacted with the mildly calcified, mildly tortuous, 90% stenosed lesion during advancement, resulting in the reported failure to advance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.